Event description:
The customer called for help with his meter. While troubleshooting, he performed a control test and received a result of 260 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The customer used his last test strip while troubleshooting, but his meter is to be returned for evaluation. A replacement meter was sent to the customer.